Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide this information. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.